Event description:
It was reported when using the bd vacutainer® serum blood collection tubes were taking longer to clot and had fibrin in the serum. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5 - describe event or problem: the following was added: "in addition, photos provided show underfilled tubes." (B)(6). Imdrf annex a grid - a140303 - short fill (1575) was added.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes were taking longer to clot and had fibrin in the serum. In addition, photos provided show underfilled tubes. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes were taking longer to clot and had fibrin in the serum. In addition, photos provided show underfilled tubes. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for fibrin and low fill were observed. Poor clot formation cannot be observed from the photos. 30 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 20 retain samples were functionally evaluated for low fill and no issues were observed relating to low fill. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin and low fill based on the photos provided. This complaint is unable to be confirmed for poor clot formation. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.